Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman flx laa closure device and delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and then inserted the was into the left atrium of the patient. While advancing the pigtail catheter through the was, the physician noticed that there was air present in the was. The air entered the patient leading to the patient going into cardiac arrest and experiencing a cerebral vascular accident. The patient received cardiopulmonary resuscitation leading to return of spontaneous circulation after three minutes. The patient was given noradrenaline for hypotension. A computed tomography (CT) angiogram showed the coronary arteries without stenosis or air presence. The patient was intubated and received mechanical ventilation due to persistent consciousness loss before they were transferred to cranial CT to rule out a cerebrovascular event. The patient did not recover from this event and died. The official cause of death was considered massive air embolism leading to massive stroke.